Event description:
Information was received that this left ventricular lead exhibited high pacing threshold measurements. A lead revision was planned and a new epicardial lead will be implanted. No adverse patient effects were reported. Lead revision occurred (B)(6) 2013.